Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#617147. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient spontaneously stated both pumps were showing no disposable found with the current cassette with both pumps. The patient used the last premixed cassette today and the pump was working fine. The patient was followed up with and stated that she figured out why they had pump issue the previous night. The tubing on the top the cassette had a lot of slack in it so pump did not recognize that the cassette was attached to it. The reported product occurred while in use with a patient. The product issue did not cause or contribute to a patient or clinical injury. The actual device is available to be returned for investigation. The device was not replaced. Issue was resolved. The patient was able to switch to backup device and successfully continue the infusion. The infusion is life-sustaining. It was reported by patient/caregiver. No patient injury was reported.